Manufacturer narrative:
Age at time of event: 18 years or older initial reporter city-(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified left coronary artery. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device ruptured in the form of a pinhole at 6 atmospheres for 10 seconds upon first inflation. The device was removed without any problem and the procedure was completed with a different device. No complications reported and the patient is in good condition after the procedure.